Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the calibration report and confirmed that the na sample reference values had dropped. The fse determined the carbon bridge require replacement. The fse replaced the carbon bridge to resolve the issue. Performed system verification successfully. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge the beckman coulter identifier is (B)(4).

Event description:
The customer reported generation of four (4) to five (5) false low ise (ion selective electrode) patient results for sodium (na), potassium(k), calcium (ca) and carbon dioxide (co2) involving their unicel dxc 660i synchron access clinical system. The customer did provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.